Event description:
The customer stated that her blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a result of 52 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.